Event description:
Infusion set tore and leaked insulin. Patient indicated her blood glucose was not affected. Patient indicated that the infusion device fell and dangled by the infusion set resulting in the tubing braking and the device falling to the floor. Patient did not report requiring medical assistance to address the issue.